Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified right coronary artery. The right coronary artery was predilated and stented with a promus element stent delivery system. Then the physician advanced a 12mm x 3.00mm nc quantum apex balloon to postdilate the stent. The nc quantum apex balloon was inflated to 12atms and ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).